Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The concomitant products: lasso nav variable eco, model# d-1343-01-s, lot # 17036717l; stockert 70 system, model# m-5463-01, serial # (B)(4); carto system, serial # (B)(4) cool flow pump, serial # (B)(4). (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
(B)(4) it was reported that during an atrial fibrillation (afib) procedure, the patient experienced cardiac tamponade. A pericardiocentesis was performed and 350cc was removed and the patient stabilized. In addition, it was stated that the carto 3 system displayed a magnetic sensor error when the catheter was plugged into the piu. The customer replaced the cable and eco dongle catheter without resolution. The catheter was replaced and the issue was resolved. Multiple attempts were done to request for further details of the event. However no additional information has been provided. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and the catheter was passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that during an atrial fibrillation (afib) procedure, the patient experienced cardiac tamponade. A pericardiocentesis was performed and 350cc was removed and the patient stabilized. In addition, it was stated that the carto 3 system displayed a magnetic sensor error when the catheter was plugged into the piu. The customer replaced the cable and eco dongle catheter without resolution. The catheter was replaced and the issue was resolved. Multiple attempts were done to request for further details of the event. However no additional information has been provided.